Event description:
The article, "propensity matched comparison between inspiris resilia and mechanical valves in aortic position in a young patient cohort", was reviewed. The article presented a retrospective, single center study compared the early outcomes between inspiris resilia and mechanical valves in a propensity-matched cohort of young patients undergoing isolated or combined surgical aortic valve replacement (savr). Devices included in the study were inspiris resilia, st. Jude mechanical valve, on-x mechanical valve, and ats mechanical valve. The article concluded that the inspiris resilia could be a good alternative to the mechanical valves in aortic position, with less postoperative hospital stay, less risk of mid-term thromboembolic and bleeding complications. Randomized controlled studies and registries with longer follow-up are needed for more reliable results. [The primary and corresponding author was (B)(6)] the time frame of the study was from august 2017 to september 2021. A total of 164 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 56 years and the majority gender was male. Comorbidities included active endocarditis, aortic stenosis, aortic regurgitation, heart failure, and bicuspid valve.

Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including active endocarditis, aortic stenosis, aortic regurgitation, heart failure, and bicuspid valve. Complications reported included surgical intervention (reintervention), stroke, endocarditis, systemic embolization, bleeding. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: propensity matched comparison between inspiris resilia and mechanical valves in aortic position in a young patient cohort.